Manufacturer narrative:
G2: country germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a system fitted early 2023. Now in (B)(6) 2024, they had a major [unrelated] surgery on their lower bowel area. Since then, the therapy effect diminished slowly. Patient claimed due to the [unrelated] surgery, it was hard to determine at the beginning. Yesterday, they wanted to check on their implantable neurostimulator (ins) for the first time since the major surgery. The app claimed "data lost" which indicates a power on reset (por). Additionally, the patient needs a new hospital that takes care of the therapy since the old hospital / healthcare professional (hcps) have retired by now. It was explained that the data lost message requires re-programming by hcp. It was possible, that the bowel surgery caused a corruption of the programming. Since the patient has no hcp right now, the local sales rep was involved to find a new clinic.